Event description:
The customer stated hemoglobin (hgb) was flagging high and a leak was observed from the white blood cell (wbc) bath dripping onto the hgb lamp. This occurred while running patient samples on the lh750 instrument. The leak was contained within the instrument. No erroneous results were reported out of the laboratory.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a leak around the hemoglobin (hgb) cuvette. The hgb and white blood cells ( wbc) results were high. He replaced the wbc drain tubing and lyse tubing to resolve the issue. (B)(4).